Event description:
Report received indicated that the end user had developed a rash under the whole mass. Patient experienced the condition during an unknown period prior to complaint receipt. The patients subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The retained product was evaluated and the evaluation results are as follows: the samples were visually inspected and all samples appeared to be in normal condition. Leak testing was performed and passes the established specification. There is no indication of any nonconformances or capas related to this issue. The brand name should read as s4s/sur-fit natura 2pc-2pc stomahesive (sh) flexible wafer.